Event description:
Caller reported an issue with updating the time settings on the pump, which showed a discrepancy of more than five minutes. There was no adverse impact to the customer¿s blood glucose level, as readings were within the normal range. Caller received assistance from technical support in updating the time settings and was advised to monitor for further discrepancies, understanding and acknowledging the advice given.